Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('hsg confirmed the implants had migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pelvic pain") and menstruation irregular ("irregular period"). In 2019, the patient experienced genital haemorrhage ("very heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (she had been scheduled for essure surgical removal surgery). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and menstruation irregular outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: serious injury criterion: disability, permanent injury, required intervention. Other serious (important medical event). And event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2020: implants have migrated and are no longer in the correct position. Quality-safety evaluation of ptc: unable to confirm complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('hsg confirmed the implants had migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pelvic pain") and menstruation irregular ("irregular period"). In 2019, the patient experienced genital haemorrhage ("very heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (she had been scheduled for essure surgical removal surgery). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and menstruation irregular outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: serious injury criterion: disability, permanent injury, required intervention. Other serious (important medical event). And event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2020: implants have migrated and are no longer in the correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.